Event description:
The manufacturer became aware of a rep dreamstation auto CPAP, device alleging symptoms of asthma (new or worsening). Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.